Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) registered nurse requested a replacement cycler due to heat damage. The pd nurse stated the top center of the heater tray was burnt. The burnt area was further described as pain peeling off. The cycler was replaced due to the burnt component. The patient was advised to discontinue use of their cycler. Upon follow up with the patient¿s nurse, it was noted that the patient did not develop any symptoms or injury as a result of the event. The patient has been able to continue with peritoneal dialysis therapy without complications.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed paint breaking away from the heater tray. The reported heat damage was confirmed. A simulated treatment was performed and completed on the cycler with no issues noted. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation reported heat damage was confirmed.